Manufacturer narrative:
Site representative, (B)(4) declined to provide patient identifier. On 11/23/2016 a medtronic representative, following-up at the site, reported that the middle light on the camera was blinking. The camera was successfully communicating in the cranial application and all of the cables were securely connected in the computer to camera chain. In trouble-shooting, medtronic representative checked the ndi toolbox configuration utility and the camera and (B)(4) spectra system control unit (scu) connected normally. All the statuses showed "ok". Next checked the spine software and the camera was working normally. The medtronic representative checked the camera in cranial software to confirm it was working normally. Determined it is likely the site was attempting to track a different reference frame than what they had added in the software. On 11/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a transforaminal lumbar interbody fusion (tlif) procedure, the surgeon alleged not being able to transfer a 3d scan to the navigation system. The site had the camera disconnected, were able to get a non-navigated scan, and were trying to push to the navigation system. They had also tried to push to a second navigation system, which also failed, as it's supposed to. The surgeon discontinued the use of the navigation system to proceed. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than 10 minutes. There was no impact on patient outcome.